Event description:
Pain/most horrible thing ever, as bad as both knee replacements at the same time (right knee) [aching (r) knee] . Pain limited her mobility and she had to force herself to move [mobility decreased] wheezing [wheezing] lower belly and abdomen swelling [swelling abdomen] fluid (right knee and leg) [leg edema] ([burning sensation of lower limb], [swelling of legs]) fluid (right knee and leg) [effusion (r) knee] ([swelling of r knee]) case narrative: initial information received from united states on 23-oct-2020 regarding an unsolicited valid serious case received from patient. This case is linked to case (B)(4) (multiple devices for same patient). This case involves a 62 years old female patient who experienced pain/most horrible thing ever, as bad as both knee replacements at the same time (right knee), pain limited her mobility and she had to force herself to move, wheezing, lower belly and abdomen swelling, fluid (right knee and leg) while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. Patient previously had probably 6 injections of hylan g-f 20, sodium hyaluronate with no problems. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection at the dose of 6 ml, once via unknown route in right knee (lot: unknown) for no cartilage and arthritis. Information on the batch number was requested. By the next day (on (B)(6) 2020), and for a month thereafter, patient had swelling in right lower legs to just above the knee (peripheral swelling; joint swelling). On an unknown date in 2020, after unknown latency, patient had pain described as most horrible thing ever, as bad as both knee replacements at the same time (arthralgia). It was reported that the pain limited her mobility and she had to force herself to move (mobility decreased; onset: 2020; latency: unknown). Patient had paracetamol (tylenol) which was ineffective and did nothing for the pain. Patient took a prednisone dose pack which helped a little. Event of arthralgia was assessed as serious as intervention required with prednisone treatment. Also, patient had fluid (joint effusion; oedema peripheral) (onset: 2020; latency: unknown) for which she took spironolactone and it did not help with swelling in legs. On an unknown date in 2020, after unknown latency, patient had lower belly and abdomen swelling (abdominal distention) and she also started wheezing. Patient was still using inhalers for the wheezing. Patient continued to have swelling in the legs and a burning feeling due to the swelling (burning sensation). Patient used a wedge pillow to elevate her legs while in bed and she continued to take an anti-inflammatory. The pain was better. Action taken: not applicable for all events corrective treatment: paracetamol, prednisone for arthralgia and spironolactone for joint effusion; spironolactone, wedge pillow to elevate her legs and anti-inflammatory for oedema peripheral, unspecified inhaler for wheezing, not reported for rest of the events outcome: recovering for arthralgia, unknown for pain limited her mobility and she had to force herself to move, lower belly and abdomen swelling, fluid (right knee and leg) and not recovered for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: (B)(6) 2020 . Additional information was received on 23-oct-2020 (non significant) and 01-nov-2020 (significant) (processed with clock start date of (B)(6) 2020) from healthcare professional. Global ptc number and its results were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 29-oct-2020. The case involves a (B)(6) female patient who had treatment with synvisc one and had pain in the knee which was most horrible thing ever, as bad as both knee replacements at the same time and for the event patient required intervention with prednisone administration. Based upon the information, the causal role of product cannot be denied with the occurrence of events. However, lack of information regarding concomitant medications, relevant medical history and other risk factors precludes the complete medical case assessment.

Event description:
Pain/most horrible thing ever, as bad as both knee replacements at the same time (right knee) [aching (r) knee]. Pain limited her mobility and she had to force herself to move [mobility decreased] wheezing [wheezing]. Lower belly and abdomen swelling [swelling abdomen]. Fluid (right knee and leg) [leg edema] ([burning sensation of lower limb], [swelling of legs]). Fluid (right knee and leg) [effusion (r) knee] ([swelling of r knee]). Case narrative: initial information received from united states on (B)(6) 2020 regarding an unsolicited valid serious case received from patient. This case is linked to case (B)(4) (multiple devices for same patient). This case involves a (B)(6) female patient who experienced pain/most horrible thing ever, as bad as both knee replacements at the same time (right knee), pain limited her mobility and she had to force herself to move, wheezing, lower belly and abdomen swelling, fluid (right knee and leg) while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. Patient previously had probably 6 injections of hylan g-f 20, sodium hyaluronate with no problems. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection at the dose of 6 ml, once via unknown route in right knee (lot: unknown) for no cartilage and arthritis. Information on the batch number was requested. By the next day (on (B)(6) 2020), and for a month thereafter, patient had swelling in right lower legs to just above the knee (peripheral swelling; joint swelling). On an unknown date in 2020, after unknown latency, patient had pain described as most horrible thing ever, as bad as both knee replacements at the same time (arthralgia). It was reported that the pain limited her mobility and she had to force herself to move (mobility decreased; onset: 2020; latency: unknown). Patient had paracetamol (tylenol) which was ineffective and did nothing for the pain. Patient took a prednisone dose pack which helped a little. Event of arthralgia was assessed as serious as intervention required with prednisone treatment. Also, patient had fluid (joint effusion; oedema peripheral) (onset: 2020; latency: unknown) for which she took spironolactone and it did not help with swelling in legs. On an unknown date in 2020, after unknown latency, patient had lower belly and abdomen swelling (abdominal distention) and she also started wheezing. Patient was still using inhalers for the wheezing. Patient continued to have swelling in the legs and a burning feeling due to the swelling (burning sensation). Patient used a wedge pillow to elevate her legs while in bed and she continued to take an anti-inflammatory. The pain was better. Action taken: not applicable for all events. Corrective treatment: paracetamol, prednisone for arthralgia and spironolactone for joint effusion; spironolactone, wedge pillow to elevate her legs and anti-inflammatory for oedema peripheral, unspecified inhaler for wheezing, not reported for rest of the events. Outcome: recovering for arthralgia, unknown for pain limited her mobility and she had to force herself to move, lower belly and abdomen swelling, fluid (right knee and leg) and not recovered for rest of the events. A product technical compliant was initiated and results were pending for the same.